Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. As the alarm occurred in the past, troubleshooting was unable to be performed. Customer's blood glucose was 300 mg/dl. Customer reported supplies were changed to address the issue and insulin therapy was successfully resumed.